Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. What tissue/location was suturing when pull off occurred? Please explain in more detail "it was not excluded that the product quality had problems or other reasons" was there re-suturing required and performed? ¿ (B)(4). ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ (B)(4).

Event description:
It was reported that a patient underwent a palatopharyngoplasty surgery on (B)(6) 2021 and suture was used. During the procedure, while suturing the right pharyngeal arch, the needle pulled off of the suture when suturing the lower polar mask. The needle was found in the nasopharyngeal cavity and removed using a nasal endoscope. The impact to the patient was an increase in surgical time of approximately 1.5 hours. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/15/2022. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. According to the feedback of the sales representative, all the above answers are unknown. What tissue/location was suturing when pull off occurred? Please explain in more detail "it was not excluded that the product quality had problems or other reasons". Was there re-suturing required and performed ? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.